Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed an ¿acid pump no eos¿ message and had a noisy acid pump during heat disinfection mode. A fresenius field service technician (fst) was called onsite and ordered an acid/ bicarbonate pump and an actuator-test board for the customer. The actual acid/ bicarbonate pump sample was received by the manufacturing facility for evaluation. Inspection of the received sample found the ribbon cable to be discolored and have heat damage. During follow up with the bmt, he said that he did not notice the thermal damage to the ribbon cable on the acid/ bicarbonate pump. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The acid/ bicarbonate pump was the original fresenius part on the machine. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours are unknown. It is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt confirmed that he received and installed the acid/ bicarb pump and actuator-test board. The machine was returned to service without any additional issues.

Manufacturer narrative:
Plant investigation: the actual actuator-test board was returned to the manufacturer for physical evaluation. Inspection of the received bicarb pump found the ribbon cable to be discolored and have heat damage. No other discrepancies were observed. The board was installed in a test machine and completed a heat disinfect program without alarm or failure. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.